Event description:
The parent of pt with autoimmune enteropathy stated that within 1 hour of starting an infusion of tpn solution using this set, the pt reacted with a red raised rash covering the entire body relieved by administration of 7.5mg of benadryl IV push. The parent feels the pt is reacting to something inherent to the set, due to the fact that the pt is able to use a different brand of administration set without a reaction. The home health agency for the pt reports that if the complaint set is used with only d10%w, the pt does not react, but when used with tpn, with or without lipid, the pt reacts with hives. While the pt was hospitalized, several attempts were made to use the complaint set, but the pt reacted each time the set was used with tpn, with or without lipids. No additional info is available.